Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Returned product inspected - right arm tip missing. During inspection using 20 x magnification, evidence of stress corrosion witnessed. Images attached for reference. A CAPA was initiated for tip breakage for this batch and investigation showed that the failures for this lot may be related to the supplier's manufacturing process. A scar has been issued to the supplier to further investigate the issue.

Event description:
On 01/11/2016 it was reported that a pair of palodent plus forceps was damaged with very little use. When the product was received on 03/16/2016, it was noticed that the tip was broken on the forceps. No injury resulted.